Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
The distal transverse colon was incised, and a ¿gia-75 stapler¿ was used to divide the distal colon, and a ¿#31 eea¿ was introduced into the rectum, and an end-to-end anastomosis was constructed. No difficulties noted with any stapler firings. A sigmoidoscope was then introduced, and the colon was distended underwater with no evidence of leak. Records indicate patient initially did well post-operatively, but that there was eventually stool drainage from the vagina, and a cat scan confirmed a colovaginal fistula one month post op. As a result, patient underwent a takedown of the fistula with end colostomy. The surgeon identified a fistulous tract from the staple line to the posterior wall of the vagina (which necessitated a hysterectomy and oophorectomy). Additional inflammation in the pelvis led the surgeon to forego anastomosis creation, and instead brought the transverse colon out as an end colostomy.

Manufacturer narrative:
(B)(4). Date sent: 01/19/2023. Medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 01/19/2023. Medical records received. Please see attached.